Event description:
The customer contacted physio-control to report that the on/off button on their device does not open the lid. When the lid is manually opened, the device will not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. It was determined that the cause of the reported issue is due to the on/off lid latch missing. This prohibited the device from powering on, or to charge and shock.